Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer device was previously returned to pentax medical from a customer on 02-jun-2020. Inspection of the device was performed on 04-jun-2020 where the quality control inspector found the following: suction arm loose, light carrying bundle bundle has less than 70% transmission, image dark, failed wet leak test, failed dry leak test, leak at # 1 remote control button cover, pve electrical connector frame mild corrosion, fluid invasion not observed in control body, # 1 remote control button cover cracked. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the user upon completion. Parts replaced: o-rings and seals, distal attaching pin, bending rubber, distal end assy with tubes, remote control button(1)pb_free, light guide fiber bundle (lcb). The bronchoscope was is awaiting repair and approved by final qc as of 12-jun-2020.